Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp)regarding patient receiving gablofen 2000mcg/ml at 1930.9mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and multiple sclerosis. On (B)(6) 2017 there were multiple motor stalls that occurred with recovery. Starting on (B)(6) 2017, motor stall occurred at 04:51 and recovered at 04:56, stall at 05:06 and recovery at 05:11 and stall at 05:29 with recovery at 05:48, while the patient was sleeping. The patient was asymptomatic. The patient resided in a nursing home. Electromagnetic interference was ruled out as the cause of the stalls. At first the hcp was unable to print out the current settings, stated the last date for the reports was (B)(6) 2017. After troubleshooting with technical services the hcp was able to successfully print out the current settings and report. The hcp planned to speak with the patient's physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp provided the weight of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-18. The pre-operation pump logs show a motor stall occurred on (B)(6) 2017 at 5:54, followed by a motor stall recovery at 05:59, then a motor stall at 6:09, followed by a recovery at 6:14, then another motor stall at 6:32, followed by a recovery at 6:51. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative and it was reported that the pump had multiple motor stalls in succession. Due to the high daily dose, the hcp felt it would be wise to replace the pump in case of a prolonged motor stall. There were no environmental, external, or patient factors that may have led or contributed to the event. The troubleshooting performed was that the logs were read. There were no adverse events to report other than repeated motor stalls. The pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury.¿

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp investigated possible exposure to magnets which was negative. They also investigated the possibility that the pump was close to end of battery life but that was also negative as the pump was only a year old. It was reported an x-ray was done and showed no kinks or catheter changes. The doctor stated they had planned to be extra vigilant by "looking at logs every two weeks, had refills, reprogramming, and a check of residual volumes. The cause of the motor stall was not determined and has not been resolved. There were no symptoms reported, but the patient was known to be a poor historian so this may be inaccurate. No further complications were anticipated.